Manufacturer narrative:
Batch review performed on 24 february 2022: lot 1905133: 25 items manufactured and released on 24-july-2019. Expiration date: 2024-07-07. No anomalies found related to the problem. To date, 19 items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 year and 11 months from primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.